Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left popliteal. After atherectomy was performed in the lesion, the foxcross balloon catheter was advanced for predilation of the lesion; however, the balloon ruptured during the first inflation to 14 atmospheres. There was no resistance noted during advancement of the balloon catheter to the lesion and no issue noted during preparation of the device. A new balloon catheter was used to complete the case. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.